Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while attempting to prime. Customer's blood glucose level was 420 mg/dl. She treated her high blood glucose level with a syringe. The customer was unable to troubleshoot at the time of call. The customer was able to prime the insulin pump. The device was not returned.